Event description:
Pt implanted with a margron-dtc hip replacement revised due to aseptic loosening of femoral stem. Stem removed easily with no inflammation being noted around the implant. Implant revised using alternate MFR's hip replacement sys. Note: portland orthopaedics does not admit, and specifically denies, that this medwatch form, or any discussion related to this matter, constitutes an admission that portland orthopaedics or the margron device caused or contributed to any of the problems/events mentioned, or that a recurrence would be likely to cause or contribute to a death or serious injury.

Manufacturer narrative:
Pt implanted with a margron-dtc hip replacement revised due to aseptic loosening of femoral stem. Stem removed easily with no inflammation being noted around the implant. Explanted stem described by the revising surgeon as having no bony ingrowth, with no infection shown on intra operative culture. Cause of aseptic loosening unk. Implant revised using alternate MFR's hip replacement sys. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country orthopaedic assn in its 2007 natl joint registry report. This observed trend and portland's initial analyses were previously reported to FDA in MDR # 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc sys off the market in the u.s. Pending further eval of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.